Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a new software release alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board also, had e21 error alarm during e21 test due to broken solder joint on the interface board. However, the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected e22 error alarm noted during our testing. The insulin pump had broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.